Manufacturer narrative:
The patient¿s use of an ungrounded cable was previously reported in MFR report number: 2916596-2016-00661. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-03609. It was reported that the patient had all alarms on his controller lighting up including a red heart alarm. Patient could not state whether green pump running symbol was on or off at the time. Patient was asymptomatic aside from being nervous. Patient had a controller exchange which resolved all alarms. Patient has been using an ungrounded cable for years. Alarms could not be reproduced in clinic. Patient has driveline has rescue tape in place due to multiple breaks in silastic. Patient has not had a driveline repair in past. During log file analysis, an unexplained backup battery fault alarm was observed on (B)(6) 2020 but had self-resolved.

Manufacturer narrative:
B5: rescue tape applied to the driveline was originally reported under MFR # 2916596-2019-01852. Manufacturer's investigation conclusion: the reported red heart alarm was not able to be confirmed via the evaluation of the log file data provided by the account. Intermittent elevations in pump power/estimated flow associated with pulsatility index events were confirmed via the evaluation of the log file data. However, a specific cause for the change in pump parameters and a correlation to the red heart alarm cannot be conclusively determined through this investigation. The submitted log file began at (B)(6) 2020 at 16:52:56, per the timestamp. Intermittent elevations in pump power/estimated flow associated with pulsatility index events were captured from (B)(6) 2020 at 21:23:57 to (B)(6) 2020 at 23:37:39. The pump operated above the low speed limit until (B)(6) 2020 at 22:52:23 when the driveline was disconnected from the system controller. The driveline/power cables remained disconnected for the remainder of the log file. This event appears consistent with account¿s report of a system controller exchange. The patient remains ongoing on (B)(6) and no further information has been provided by the account at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2014. The heartmate ii left ventricular assist system instructions for use addresses pump speed, power, flow, and pi in section 1. This section explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Section 4 states that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 outlines all alarms, as well as the appropriate action(s) associated with them. The heartmate ii left ventricular assist system patient handbook states: "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself." Section 5 outlines all alarms, as well as the appropriate action(s) associated with them. The heartmate ii left ventricular assist system instructions for use explains that pump power is a direct measurement of motor voltage and current, therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The instructions for use, as well as the heartmate ii left ventricular assist system patient handbook, outline all alarms, and the appropriate action(s) associated with them. The patient handbook also states: "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself." No further information was provided. The manufacturer is closing the file on this event.